Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The functional test was unable to be performed due to blank display anomaly. The missing segment was unable to be verified due to blank display anomaly. The pump was received with broken battery cap, minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had damage to the battery compartment. It was reported that the customer was not able to remove the battery cap from the pump. The customer's blood glucose level was reported to be 126mg/dl. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.